Manufacturer narrative:
Final analysis found that the pulse generator was in back-up vvi. After downloading the product code, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that after closing the pocket, interrogation found that the pulse generator was in backup vvi mode.